Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip is filed under a separate medwatch report.

Event description:
This event is filed for inability to open the clip, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The first clip 60411u138) was prepared and advanced into the patient anatomy. It was noted that there appeared to be a permanent bend in the device and the device was diving medially. When the m knob was applied, the device did not respond appropriately. The clip was able to be closed and the device was removed without injury to the patient. The second clip (60411u141) was prepared for use. During device preparation, the final arm angle was tested; however, the lock mechanism failed and the clip could not be unlocked. The lock lines were cycled through and then the gripper lines were cycled, but the clip could not be opened. The device was not used and a third cds was prepared. The clip was successfully prepared and implanted. The mr was reduced from grade 3-4 to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The returned device analysis indicated that the clip was difficult to open and identified lock line slack. Furthermore, the clip introducer was confirmed to be torn. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the confirmed clip actuation issue appears to be related to the identified lock line slack in the lock lever. As slack was present in the lock lever, an adequate amount of tension could not be delivered to the clip components to open the clip. However, a definitive cause for how the slack became present could not be definitively determined. The torn clip introducer was determined to be related to device handling during preparation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30 day medical device report, the following information was received: during the final stage of device preparation, the clip may have damaged the clip introducer.